Manufacturer narrative:
(B)(4). DURING PROCESSING OF THIS COMPLAINT, ATTEMPTS WERE MADE TO OBTAIN COMPLETE EVENT, PATIENT AND DEVICE INFORMATION. DATE OF EVENT - ESTIMATED. TYPE OF REPORT: DUE TO SYSTEM LIMITATIONS, 30-DAY REPORT IS SELECTED, ALTHOUGH THIS IS PERIODIC REPORT. IT WAS REPORTED THROUGH TVT REGISTRY DATA THAT MITRACLIP DEVICES MAY BE RELATED TO DEATH EVENTS. THE RELATIONSHIP OF THE DEATHS TO THE MITRACLIP DEVICE COULD NOT BE DETERMINED BASED ON THE DATA RECEIVED FROM THE REGISTRY. TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXCEPTION APPROVAL NUMBER, E2015009.

Event description:
IT WAS REPORTED THROUGH TRANSCATHETER VALVE THERAPY (TVT) REGISTRY DATA THAT MITRACLIP DEVICES MAY BE RELATED TO 87 DEATH EVENTS. THE RELATIONSHIP OF THE DEATHS TO THE MITRACLIP DEVICE COULD NOT BE DETERMINED BASED ON THE DATA RECEIVED FROM THE REGISTRY. TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2015009.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;302773-2-1 -1230959-44249-43478,,D,118,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -1496224-39176-38492,,D,323,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -1603294-44262-43490,,D,215,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3088253-19810-19395,,D,216,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3092409-20016-19592,,D,476,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3110855-20912-20472,,D,32,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3111894-20967-20523,,D,232,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3116064-21201-20757,,D,100,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3135821-22304-21837,,D,34,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3160164-23293-22811,,D,557,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3197031-25082-24552,,D,329,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3209571-25886-25338,,D,268,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3209607-25889-25343,,D,,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3212509-26060-25508,,D,17,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3227477-30262-29695,,D,-164,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3227520-29090-28534,,D,192,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3228311-41287-40539,,D,221,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3230701-27589-27017,,D,270,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3238061-28361-27814,,D,285,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3261344-29483-28920,,D,,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3283339-30327-29764,,D,74,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3294569-31021-30439,,D,354,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3296230-31112-30534,,D,,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3303552-31621-31043,,D,170,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3303661-31626-31049,,D,138,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3312063-32094-31514,,D,278,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3313266-32155-31582,,D,336,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3315014-46736-45941,,D,372,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3317010-32373-31792,,D,70,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3318134-32438-31858,,D,63,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3318417-34919-34315,,D,159,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3319024-32486-31904,,D,160,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3320704-32588-32007,,D,279,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3322221-32710-32504,,D,296,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3325807-41016-40290,,D,21,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3334320-33743-33149,,D,99,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3342414-34284-34096,,D,140,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3344996-35744-35120,,D,340,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3349118-34571-33970,,D,331,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3356297-34933-34326,,D,86,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3357152-34972-34366,,D,112,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3362826-35254-34646,,D,384,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3365611-35403-34790,,D,274,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3366264-35427-34815,,D,230,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3366829-35458-34843,,D,311,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3367275-35485-34867,,D,124,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3368055-39737-39032,,D,174,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3381499-36335-35711,,D,353,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3382230-36384-35753,,D,42,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3386056-36607-35970,,D,398,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3388076-36723-36080,,D,308,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3395210-37248-36587,,D,259,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3395871-37294-36628,,D,238,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3397984-37423-36757,,D,326,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3400887-37610-36935,,D,211,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3401047-37623-36948,,D,129,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3401708-37659-36984,,D,380,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3402064-40635-39916,,D,310,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3403210-37753-37076,,D,334,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3405311-37878-37201,,D,367,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3410313-38230-37547,,D,364,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3415106-38574-37894,,D,152,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3417581-38761-38081,,D,254,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3421627-39027-38338,,D,295,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3422904-39101-38418,,D,131,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3425180-39260-38573,,D,158,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3425723-39307-38638,,D,259,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3435425-39972-39262,,D,313,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3435713-40035-39323,,D,247,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3446969-43039-42285,,D,281,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3449057-40777-40057,,D,412,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3452474-41010-40286,,D,357,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3456240-41230-40478,,D,276,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3457421-41280-40531,,D,72,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3462740-41623-40875,,D,271,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3463424-41676-40921,,D,,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3465397-41793-41046,,D,176,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3468338-41979-41231,,D,328,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3468898-42009-41262,,D,146,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3471955-42180-41431,,D,112,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3472036-42186-41436,,D,282,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3472700-42224-41475,,D,218,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3475807-42375-41626,,D,102,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3484379-42846-42093,,D,127,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3497429-43975-43205,,D,128,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3499558-44217-43455,,D,181,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem;302773-2-1 -3501076-44325-43552,,D,45,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 - No Known Device Problem